Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a lotion for the irritation and advised the patient to leave the lifevest off for a while. Follow up indicated that the patient ended use and the irritation improved.